Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient had peritonitis and was in the hospital since (B)(6) 2017. The pdrn stated that the peritoneal effluent culture resulted yielded a methicillin-resistant staphylococcus aureus (mrsa) infection. Per pdrn the source of infection was due to breach in aseptic technique, as the patient was a carrier of mrsa. The pdrn stated she believed the patient was switched to hemodialysis in the hospital, and was probably staying on hemodialysis once discharged. As of (B)(6) 2017 the patient remained hospitalized. Medical records were requested.

Manufacturer narrative:
Conclusion: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler or cycler set. Additionally there are no allegations of a malfunction against any fresenius product. However, the potential causal relationship of the peritonitis event is a breach in aseptic technique as stated by the pdrn as the patient is a known carrier of mrsa. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Nformation in the complaint file was reviewed by a post market surveillance clinician. During a routine follow up phone call on 09/19/2017 for an unrelated issue, this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that he had been hospitalized since (B)(6) 2017. On 09/21/2017 during a call to the peritoneal dialysis registered nurse (pdrn) it was documented that this patient was hospitalized and diagnosed with peritonitis (signs and symptoms unknown) on (B)(6) 2017. The pd effluent culture (unknown date) results were positive for methicillin resistant staphylococcus aureus (mrsa). The patient was treated with an unknown course of antibiotics and the pdrn stated the possible source of infection was a breach in aseptic technique as the patient was a known carrier of mrsa. Per the pdrn, the patient was still believed to be hospitalized and transitioned to hemodialysis. Additional information and medical records were requested and were not received to date.

Manufacturer narrative:
Corrected: brand name: liberty cycler set, single conn./ext. Dl. Corrected: lot # 17er08034, catalog: 050-87216, UDI# (B)(4). Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months and revealed lot 17er08034. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Nformation in the complaint file was reviewed by a post market surveillance clinician. During a routine follow up phone call on 09/19/2017 for an unrelated issue, this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that he had been hospitalized since (B)(6) 2017. On 09/21/2017 during a call to the peritoneal dialysis registered nurse (pdrn) it was documented that this patient was hospitalized and diagnosed with peritonitis (signs and symptoms unknown) on (B)(6) 2017. The pd effluent culture (unknown date) results were positive for (B)(6). The patient was treated with an unknown course of antibiotics and the pdrn stated the possible source of infection was a breach in aseptic technique as the patient was a known carrier of mrsa. Per the pdrn, the patient was still believed to be hospitalized and transitioned to hemodialysis. Additional information and medical records were requested and were not received to date.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient had peritonitis and was in the hospital since (B)(6) 2017. Additional information and medical records were requested.